Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome¿ xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and endoscopic sphincterotomy (est) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke. There was no part of the device detached inside the patient. Reportedly, they used the same generator and active cord during the procedure, but used a second ultratome¿ xl to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the cutting wire was broken and blackened. No other issue was noted. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage could have caused the failures noted. Additionally, during manufacturing process the units are inspected in order to avoid or detect defects, however, there is no control in how devices are manipulated in the field. Based on all the available information and the condition of the returned device, the most probable cause of this complaint will be documented as ¿operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultratome¿ xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and endoscopic sphincterotomy (est) procedure performed on (B)(6), 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke. There was no part of the device detached inside the patient. Reportedly, they used the same generator and active cord during the procedure, but used a second ultratome¿ xl to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.